Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: msstm-15x150, fem stem crv 150mm ø=15>13.5mm, b3940. Msfshft-90, femoral shaft. L= 90mm, b4843. Mscol-o30x33c, col oval ø=30x33mm s/collar ha, b6360. Mkfe-lstd, fem knee w/epi l std, b7443/018. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The surgeon reported "implanted 10 years ago in the same hospital. Implants concerned: mets distal femur with a rotating pe tibial component. Reason for revision : infection". During the revision, the surgeon discovered a disassociation between the femoral stem and the femoral shaft. This MDR is for the unknown tibial component infection.